Event description:
It was reported that an asymptomatic patient presented to clinic after receiving an alert for non-sustained lead noise (nsln) on a recently implanted system. Upon review, it was determined that the non-sustained lead noise episodes were due to oversensed myopotentials. The device was reprogrammed. No further issues were reported.